Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. Investigation summary: a device history record review was completed for provided material number 301035 and lot number 0079579. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two samples were received for evaluation by our quality team. The samples came in a plastic bag with no packaging blister. A visual inspection was performed and no defects or imperfections were observed. A water leak test was then performed on each sample and no leak was detected. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified.

Event description:
It was reported that 6 bd¿ luer-lok syringes had loose plungers that caused a loss of seal when trying to draw up more than "47 ml" of liquid. The following information was provided by the initial reporter: "we have received a complaint from a customer who is experiencing issues with loss of seal when drawing up more than 47ml of liquid due to the amount of lateral movement of the plunger. The syringes affected were from lot 0079579.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd¿ luer-lok syringes had loose plungers that caused a loss of seal when trying to draw up more than "47 ml" of liquid. The following information was provided by the initial reporter: "we have received a complaint from a customer who is experiencing issues with loss of seal when drawing up more than 47ml of liquid due to the amount of lateral movement of the plunger. The syringes affected were from lot 0079579."